Event description:
It was reported that the customer had low blood glucose levels of 40mg/dl, customer treated with food. The customer also had high blood glucose levels of 564mg/dl, customer treated with manual injections. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.